Event description:
It was reported that the system was explanted and replaced due to an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.